Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101000 ¿ m/l taper femoral stem ¿ 60921355, 00630505636 ¿ xlpe liner ¿ 60871604, 00620005622 ¿ shell - 60813850. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left hip revision approximately nine (9) and a half years post implantation due to pain from a tendon tear and adverse reaction to metal debris. During the surgery, a significant amount of trunnionosis was found resulting in replacement of the head component. The liner component was also replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.